Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the blake drain? No further information is available. What is the lot number of the jvac reservoir? No further information is available. Was there any quality issue regarding the blake drain? If so, please clarify. No further information is available. How was the case resolved? It was removed from the patient. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown otolaryngology-head and neck surgery on an unknown date and a reservoir was used. In the ward, when the patient was changing clothes, the reservoir could not be locked, and pressure could not be maintained. It was removed, but no abnormalities were found. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Lot number of 2179: ju0388 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 reported condition not confirmed. H3 evaluation: product sample received. Materials damaged/ broken component locking mechanism of reservoirs was checked to verify its condition. Samples were evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, those were able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.